Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Alleged failure: electrode wouldn't fire. Device looked like it was working however it would not actually cut anything the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a short between the hood and an exposed active pin creating sparks and a hole in the hood. Lack of glue around the polyimide, polyimide could have been scratched, and damaged during pin bending. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.